Manufacturer narrative:
(B)(4). Concomitant medical products: unknown femoral stem, unknown acetabular cup, unknown acetabular liner. It was reported that multiple devices were used during the procedure and may have cause or contributed to the adverse event. Zimmer biomet requested additional information on these devices from the customer; however, a response has not yet been received. If this information becomes available, a supplemental MDR will be submitted. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as its location is unknown.

Event description:
It was reported that patient underwent a revision procedure due to trunnionosis. It was further reported that patient experienced a severe limp and swelling. During the procedure, the femoral head and acetabular cup were removed and replaced. Attempts have been made and additional information on the reported event is unavailable at this time

Manufacturer narrative:
Upon reassessment of the reported event, it was determined an MDR should not have been filed under the current MFR number. This event will be reported on 0001822565-2017-03129.